Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The input power filter was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device will not run on using battery power. There were no reports of pt use associated with the reported failure.